Manufacturer narrative:
Internal investigation of product retains of the affected lot of creatinine test strips was performed by nova biomedical. Whole blood testing was performed by analyzing ten replicate samples of four different creatinine value levels (0.8, 2.7, 4.0, 5.6 mg/dl). The results were then compared to a clinical analyzer. All testing confirmed that this lot of creatinine test strips was within specification for precision and accuracy.

Event description:
A pt at an imaging facility had a finger stick sample analyzed on an ez chem creatinine meter and the result produced by the meter was 0.6 mg/dl and >60 gfr. As a result of the normal creatinine result, the pt was given 100cc of iodine (optiray 350mg). A few hours after receiving the iodine the pt's physician contacted the imaging facility that this pt should not have been given the iodine because her creatinine result has been averaging 3.5 mg/dl over the last six months. Based on the info from the pt's physician, the pt was sent to the hospital to receive medication and fluids. The pt was treated as an outpatient. After the suspected creatinine result discrepancy, the personnel in the imaging facility used the same creatinine meter and test strips to self test two individuals from the facility and the creatinine results from the meter and an off site reference lab were comparable.